Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation. Upon interrogation low impedance was noted and intermittent capture. The device was reprogrammed and the patient would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the patient was admitted to emergency room due with shortness of breathe, noise was noted on the atrial lead. The lead was reprogrammed. No additional information was available.

Manufacturer narrative:
(B)(4)- initial MDR submitted on sep 11, 2015.

Event description:
New information states that the atrial lead was capped and replaced successfully, an insulation anomaly was also noted. The patient was in stable condition post procedure.